Event description:
Voluntary medwatch form received states: it was reported that this capped implantable lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5156963.